Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) gets a windows error/blue screen intermittently, with a message that reads "your pc ran into a problem and needs to restart". However, the cns will not restart automatically and the bme reports that they have to do a hard reboot on the cns to get it back up. Bme reported that they put their consignment unit in this cnss place and is requesting to bring the cns in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 09/13/2022 emailed customer via microsoft outlook for all items under the no information section. Reply was received and customer is unavailable to provide the requested information.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) gets a windows error/blue screen intermittently, with a message that reads "your pc ran into a problem and needs to restart". However, the cns will not restart automatically and the bme reports that they have to do a hard reboot on the cns to get it back up. Bme reported that they put their consignment unit in this cnss place and is requesting to bring the cns in for repair. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting a windows error on a blue screen intermittently, with a "your pc ran into a problem and needs to restart" error message. The cns would not restart automatically and the bme stated they had to do a hard reboot to get the cns back up. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was getting a windows error on a blue screen intermittently, with a "your pc ran into a problem and needs to restart" error message. The cns would not restart automatically and the bme stated they had to do a hard reboot to get the cns back up. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation. Upon evaluation, no physical damage or fluid intrusion was found. The cns was cleaned, decontaminated, and verified. The reported issue of the cns not booting up was duplicated, and the main board was replaced. After restart, the cns booted up properly, resolving the problem. As replacement of the main board resolved the issue, the main board likely experienced a hardware failure. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. The following fields contain no information (ni), as an attempt to obtain the information was made, but not provided. Attempt #1 09/13/2022 emailed customer via microsoft outlook for all items under the no information section. A reply was received, but the reporter was unavailable to provide the requested information.